Event description:
It was reported that during a pci treatment procedure, the maverick2 monorail 15x2.0 mm balloon ruptured at eight atms on the first inflation. The lesion being treated was a calcified lesion in a unspecified coronary artery. The physician used a 6 fr guide catheter and a .014 bmw guide wire to cross the lesion. No pt injuries or complications were reported. Additional info regarding this complaint has been requested.